Manufacturer narrative:
Based on the provided medical records and imaging clinical assessment was able to confirm the reported events of an untreated persistent type ia at the implant procedure, device landing 8-10mm lower at implant, sac growth, and secondary endovascular procedure are confirmed. These events are most likely user related. The procedure related harms for these events could not be determined. The final patient status was not reported. The root cause for the type ia endoleak is most likely do to the malposition of the device during the implant. The devices remain implanted in the patient; therefore, a device analysis cannot be performed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
An ovation ix abdominal stent graft system and two additional ovation ix iliac limb extensions were implanted to treat an abdominal aortic aneurysm. Reportedly, at implant, the device landed 8-10mm low and there was a type ia endoleak present at the completion of the index procedure; however, it was not treated. Approximately one year post op, at the one year follow-up, the persistent type ia endloleak was still present and there was minimal aneurysm sac growth of 3-4mm. Re-intervention was completed successfully sealing the type ia endoleak with an ovation ix extender.